Event description:
During a percutaneous catheter myocardial ablation procedure, a faradrive steerable sheath clear was selected for use. While aspirating from the side port of the sheath during the insertion of the farawave, continuous air intake was observed, accompanied by backflow of blood from the valve dripping. The physician suspects a defective valve. The sheath was subsequently replaced, and the procedure was completed without any patient complications. The device will not be returned due to concerns of infection and contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.